Event description:
It was reported that the patient underwent an inflatable penile prosthesis (ipp) replacement surgery due to high riding pump. The patient was unable to use the device. The device was removed and replaced. There were no patient complications reported.